Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed during a functional check. The event log was checked and an error code related to the oxygen blending module was found. A functional test was performed and the device failed the flow measurement in the oxygen blending module. The oxygen blending module board was replaced due to the failure of the flow sensor. A functional test was performed after the board replacement and the flow measurement on the delivery side failed, so the sensor board was replaced. A functional test was performed after the board replacement and the device failed the active exhalation control module test step so the active exhalation control module was replaced. Additionally, the front panel / keypad led board was replaced, but this was not related to the reportable malfunction/issue.